Event description:
During monthly consult, pt reports that during the middle of the night her pump, cadd legacy (sn (B)(4)) would not stop beeping. She changed her pump and current pump is working fine. Replacement pump will be shipped with this shipment. No other info available. The reported product fault did not occur while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. We replaced the device. Dates of use: (B)(6) 2017 to ongoing. Diagnosis or reason for use: pulmonary arterial hypertension.